Event description:
As part of a legal mediation effort, intuitive surgical inc. (Isi) received information including medical records concerning a patient who underwent a da vinci si hysterectomy on (B)(6) 2012. The medical records indicate that the patient developed post-operative complications. Based on the medical records provided, the patient had preoperative diagnosis of a symptomatic fibroids and menorrhagia. No intra-operative complications were noted in the operative report for the da vinci si surgical procedure. After completion of the surgical procedure, the patient was sent to the recovery room in satisfactory condition. The post-operative course overall was remarkable with some minor gi dysfunction. On (B)(6) 2012, the patient was evaluated for reported complaints of severe abdominal pain, abdominal distension, nausea, and vomiting. A CT scan of the patient's abdomen and pelvis with contrast revealed a urinoma, mild inflammation of the central pelvis, trace amounts of ascites, right-sided hydronephrosis, and bilateral pleural effusion and lower lobe compressive atelectasis. On (B)(6) 2012, the patient underwent a cystoscopy, right retrograde pyelograph, and CT scan of the patient's pelvis without contrast. The CT scan revealed right-sided hydronephrosis and dilation of the right ureter which suggested a right ureteral injury. During the procedure, CT guided pelvic peritoneal fluid drainage was performed and a left lower quadrant drainage catheter was placed. During the course of the hospitalization, a PICC line was placed and the patient was evaluated for fever and sepsis on (B)(6) 2012. The patient was treated with antibiotics. On (B)(6) 2012, another CT scan of the patient's abdomen and pelvis with contrast was performed. Persistent pelvic fluid collections and distal ureteric leakage was observed. There was no evidence of renal abscesses, perinephric fluid collection, or obstructive uropathy. The patient was discharged home from the hospital on (B)(6) 2012, with drains in place. No additional information was provided from the date of discharge from the hospital.

Manufacturer narrative:
Based on the information provided, intuitive surgical has not determined the root cause of the post-surgical complications experienced by the patient. The operative report does not contain any allegation that a malfunction of a da vinci system, instrument, or accessory occurred after the surgical procedure was started. No previous complaint was reported relating to this event. Isi has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: the patient's medical records indicate that the patient sustained a ureteral injury during a da vinci si surgical procedure.